Event description:
Healthcare professional reported a right side deflation. The device remains implanted.

Manufacturer narrative:
Implant date: "1990's". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.